Event description:
The patient had a scheduled insertion of vena cava filter; the physician says that it deployed incorrectly and punctured the vena cava. Referred patient to interventional radiology.